Event description:
The interlock coil would not advance in the bern catheter. Per the rep, the procedure was successful and md proceeded with the same brand of coil. Per the interventional radiology report, there were no complications.======================manufacturer response for embolization coil, interlock (per site reporter).======================they will send a shipper kit to return the device for analysis.